Manufacturer narrative:
(B)(4). Initial report. Concomitant medical products: the product has not been returned to the manufacturer for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The event reports revision due to dislocation. In a(B)(6) year-old man, first bearing dislocation occurred 7 months postoperatively. Five months after revising the insert to a thicker one, another dislocation occurred mainly because of the femoral migration. Eventually, a revision to total knee arthroplasty was necessary. This complaint is for the 1st revision due to dislocation.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: biomet UK ltd have attempted to contact the journal article author, however, no additional information is received. The product has not been returned to biomet UK ltd for evaluation, therefore, a thorough investigation has not been possible. In addition, we have not been provided with any supporting documentation which could provide additional information. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. The journal article believes that the reason for the failure was osteoporosis and early return to high performance activity. Reported event was unable to be confirmed due to limited information received from the customer. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : item not returned to manufacturer.

Event description:
The event reports revision due to dislocation. In a 52-year-old man, first bearing dislocation occurred 7 months postoperatively. Five months after revising the insert to a thicker one, another dislocation occurred mainly because of the femoral migration. Eventually, a revision to total knee arthroplasty was necessary. This complaint is for the 1st revision due to dislocation.